Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The maximum difference between measurements was 0 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter (B)(4). The customer tested by fingerstick on the meter and the result was 5.4 inr. Within 15 minutes the customer tested gain and the result was 8.0 inr. The customer has a therapeutic range of 2.5-3.5 inr. Customer is not anemic and has no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, no new illness, no new medication, no diet changes and not bleeding or bruising. The customer's coumadin dose was held for one day following the high results. There was no adverse event. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The suspect product was requested to be returned and the replacement product was sent.